Event description:
It was reported that the handpiece was overheating during testing. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported was duplicated. The ball bearing on the rotor has shattered, there is corrosion and debris through the inside of the handpiece.